Manufacturer narrative:
The customer reported the tip had come off and was missing. The repair technician reported the anti-buckling device was missing. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The product investigation is in progress. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: this complaint is confirmed. The distal nosepiece is no longer on the cable tensioner. No fracture surfaces can be found on the returned device, and the tip feature that is missing is secured to the cable tensioner with threads. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. The complaint condition of the tip breaking off was most likely due to cumulative wear or excessive force on this 13+ year old reusable instrument. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and a service history review was attempted: no service history review can be performed as part number 391.201 with lot number(s) p301130 is a lot/batch controlled item. The manufacture date of this item is 14-nov-2003. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. DHR review for part# 391.201 lot# p301130; release to warehouse date: november 14, 2003; supplier: (B)(4). Eighteen (18) pieces were released to warehouse on november 14, 2003. An additional 1 piece was released to warehouse on january 12, 2004. An additional 15 pieces were received in january 2004. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair (s&r) department documented from the sales consultant (sc) that the cable tensioner is missing a part; the tip has come off. The issue was identified after surgery and the surgery was completed successfully. No additional information. This complaint involves one device. This report is 1 of 1 for (B)(4).